Manufacturer narrative:
The report of pump power elevations was confirmed through the evaluation of the submitted system controller log file. Pump power ranged from 4.9 watts to as high as 10.0 watts and the estimated pump flow ranged from 4.5 lpm to as high as 11.9 lpm. No abnormal alarms were captured in the log file. A specific cause for the pump power elevations and a correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was off all anticoagulation due to a history of previously unreported significant gastrointestinal bleeding. On (B)(6) 2017 during a clinic visit, the pump power consumption appeared elevated. The system controller log file reviewed by the manufacturer¿s technical services representative contained pump power and estimated pump flow fluctuations. The patient was asymptomatic. It was reported that the patient would be monitored. No further information was provided.